Event description:
Home pt (hp) reported peritoneal dialysis was initiated on the homechoice device. Hp noticed in fill #1 the bedding was wet. When pt inspected the lines, pt found a slit approx 1/16" long in the pt line of the disposable set. Hp discontinued treatment and contacted healthcare professional (hcp). Hcp instructed hp to administer via ip: 1 gm cefazolin and complete 3 manual exchanges. As of 7/31/2000, hp stated effluent remains clear. No pt injury reported.